Manufacturer narrative:
The adminstration set in question was returned to walkmed infusion for evaluation. The sample was submerged under water, air pressure at 5 psi was applied, and a leak was confirmed at the sample's pressure cell. There were no observed deviations while reviewing the manufacturing records for this device's lot. Walkmed infusion was unable to confirm the defect was a result of the manufacturing process and no root cause was identified. However, a 100% inspection of the pressure cell's diaphragm was implemented in the manufacturing process of this product.

Event description:
A patient was sent home with an ambulatory pump, an administration set, and a reservoir bag filled with medication. In the middle of the night, the patient observed medication had leaked and the tube set had blood back up. The patient observed their hand was exposed to 5fu and cleaned it with soap and water, and clamped the tube set. When the patient arrived at their clinic, the nurse did not observe any injuries and medical intervention was not performed. The nurse did observe the carrying case was covered in dried medication.